Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer's blood glucose was 400 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer treated high blood glucose with the insulin pump. It was also reported that the quick release of the infusion set was loose and it did not locked into place. The insulin pump will not be returned for analysis.